Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate ECG readings was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is unconfirmed; connected a test sherlock sensor into the scanner and it functions fine. A heart simulator was used to show the p waves were changing. It could be customer's sherlock which may be bad, it was not sent in with the work order. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - giving very inaccurate readings: once the bulls eye gets to the top of the svc area, it disappears or turns into the magnetic or magnifying glass. The 3cg was acting goofy ¿ it was showing a deflection on and off even if she was out 10cm. The sherlock worked but 3cg isn¿t behaving. The p wave doesn¿t change at all but will show a deflection. The nurse pulled the PICC out at least 5cm and slowly re-advanced and nothing with the p wave changed.